Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a faulty fsr. The basic occlusion, occlusion, prime/compromised force sensor system alarm, and the excessive no delivery test was unable to be performed due to a motor error alarm. The motor was tested outside of the device and passed the motor test. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a motor error alarm. The customer's blood glucose reading was unknown. No further details were provided.